Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m060703c001, software version: 3.0.0 h3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. All available information related to the reported issue was reviewed. No indication of a software anomaly was identified. Analysis of cranial catheter placement (em) showed 2,311 trace points with good coverage. The trace pattern could be slightly improved with more rigid anatomy coverage, but overall reflected appropriate user technique given patient anatomy. No software-related cause for the reported inaccuracy could be determined based on the available information. Codes b24, b30, c19 and d15 are applicable to this analysis. H6: code a0908: incorrect, inadequate or imprecise result or readings is applicable to the alleged inaccuracy and probe was being displayed 1.5 centimeters (cm) deeper. Code a1301: failure to read input signal is applicable to the unresponsive touchscreen. Code b24: event history log review is applicable to the software logs review. Code b30: analysis of images is applicable to the archive review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an alleged inaccuracy. The site found that when the probe was placed on the patient's dura, it was showing the probe was being displayed 1.5 centimeters (cm) deeper. The probe was accurate on the skin and skull, and there was no medial or lateral inaccuracy. The site stated that it was still accurate midline and were able to proceed with the procedure. Also, the site found that the touchscreens on both monitors were unresponsive. The site had to proceed with the case using only the mouse to enter inputs into the system. The manufacturer representative (rep) was not present for the procedure, and when they were informed of the issue, the rep asked if the site had cleaned the monitors with any solutions that could leave a residue. The site had cleaned both monitors with a solution, but it was not known if this caused the issue. Delay information was not provided. No patient complications have been report ed as a result of this event. Additional information was received. It was reported that this issue caused no surgical delay, and there was no impact on the patient's outcome.